Event description:
A 4.5 mm lcp condylar plate broke post operative and was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacturer date without a lot number.